Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed an a new ipp was implanted. Additional information was received in which it was reported that the patient showed signs of malfunctioning device. When the physician explanted the device they found the right cylinder tubing had eroded. The patient did not experience any further known complications. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.